Manufacturer narrative:
Retainer ring: clear. Customer returned pump for an alleged cosmetic damage located at the lcd window found on (B)(6) 2021. Pump received with blank display and partial display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found a crack on the u6 chip and damaged lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, partially detached retainer, pillowing overlay, stained overlay, cracked overlay and keypad overlay texture damage, cracked component and cracked lcd glass. Customer returned pump due to damage to the screen. Blank display due to cracked u6 chip. Partial display due to cracked lcd glass. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that led screen was fracture. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.